Event description:
Customer reported an urgent care visit due to high blood glucose readings of 280 mg/dl. Customer also reported receiving a no delivery alarm that was resolved with a complete set change. Troubleshooting was performed and the drive support cap appeared to be normal. Nothing further reported.

Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive no delivery alarm noted. Unit had cracked display window corner, scratched lcd window and cracked reservoir tube lip.